Manufacturer narrative:
Sections with additional information as of 07-july-2022: h3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: defect found on returned strips: e-2/lo. Reported defect not reproduced on returned meter. Retention strip lot tested within specifications. Product evaluation has been completed. Returned product was forwarded to r&d chemistry for root-cause. R&d investigation has been completed and root cause selected. Retention strip lot tested within specifications. Root cause: rc-061: storage outside specifications.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer is concerned with test results from results obtained of lo. The customer¿s expected am fasting blood glucose test result range is 120-127 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of lo using true metrix air meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2023 and test strips were opened less than one week prior to call. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were returned - product evaluation in-process. Manufacturer contacted customer in a follow-up call on 06-may-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.